Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their heart rate would not get above 90 bpm when exercising. The device was reprogrammed in-clinic and when the patient left the clinic they felt like they were having a heart attack. Therefore, the device was once again reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.